Event description:
Four pt samples with discrepant results for multiple assays. In 2008, initial calcium result gave 5.0 mg/dl; repeat gave 8.7 mg/dl. No adverse events reported in association with the incorrect results. The field service representative determined the cause for the discrepant results was due to the rinse mechanism nozzle #5 spring/spring holder not seated properly, and reinstalled spring/spring holder assembly onto the rinse mechanism for nozzle #5. Performance tests were performed.

Event description:
Four pt samples with discrepant results for multiple assays. In 2008: patient 2, initial calcium gave 7.4 mg/dl and alt of 51 u/l; repeated next day gave calcium of 9.9 mg/dl and alt of 22 u/l. Patient 3, initial calcium gave 7.5 mg/dl, repeat next day gave 9.0 mg/dl.patient 4, initial alp gave 70 u/l; repeat next day gave 114 u/l.no adverse events reported in association with the incorrect results. The field service representative determined the cause for the discrepant results was due to the rinse mechanism nozzle #5 spring/spring holder not seated properly, and reinstalled spring/spring holder assembly onto the rinse mechanism for nozzle #5. Performance tests were performed.